Manufacturer narrative:
(B)(4). Upon receipt the complaint defect was confirmed. The acrylic pipe light has broken away from the blade. Based on the visual exam, the reported complaint has been confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges "the fiber optic is lifting off. The device cannot be used". Alleged defect was reported as detected prior to use. It was reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the fiber optic is lifting off. The device cannot be used". Alleged defect was reported as detected prior to use. It was reported there was no injury to the patient.